Event description:
(B)(4). Essure put in (B)(6) and pain started (B)(6). To make long story short after calling my doctor, ER visits, going to see my doctor, CT scan, and finding a new doctor because old one didn't believe I had to have a hysterectomy because essure had perforated my uterus and tube on my right side and poking me in my bladder and my pelvis. The pain I was feeling was a stabbing pain over and over and over again. I lived in a fetal position most of the time and couldn't barely take care of my (B)(6). The worst pain I have ever felt!! After hysterectomy and essure removal the pain in gone!!!